Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experienced multiple elevated blood glucose (bg) levels in the mid 200's mg/dl range. The customer delivered correction boluses to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.